Event description:
A (B)(6) year old male presented with diagnosis of fractured tibiotalar rod, right ankle status post tibiotalar fusion. Patient complained of leg pain, per surgeon. Patient underwent insertion of new tibiotalar rod and tiobiotalarfusion.